Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to a skin reaction, unknown if it is device related. The implanted device remains.

Manufacturer narrative:
Correction: the patient was not hospitalized due to a skin reaction as previously report. The patient was hospitalized due to medical issues unrelated to the device. This report is filed march 30, 2016. The implanted device remains.